Manufacturer narrative:
Siderail timing link too tight. Missing ground prong.

Event description:
It was reported by service report that the siderail would not lock in the upright position and the power cord was damaged. No pt involvement or adverse consequences are reported.